Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. Event log history was performed and indicated that 1871 and 1870 error codes were recorded in history. During analysis, the customer's reported problem was confirmed. Pump was found to be displaying "1871" error code message on power up when batteries are inserted. Service recommended a motor to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited lec 1871. No patient was involved in this event. No adverse effects were reported.